Event description:
Philips received a complaint on the v60 ventilator indicating that there was a touchscreen issue. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The authorized service provider (asp) confirmed that there was touch misalignment of the touchscreen at the repair center. After calibrating the touchscreen, the asp reported that there was no improvement of the misalignment issue. The asp replaced the touchscreen to resolve the touch misalignment issue. Following the repair of the device, the asp completed an overall check, cleaned the device, and performed a running and functional test. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The replaced touchscreen was returned to the philips product investigation lab (pil) for evaluation by a pil technician (pil tech). The pil tech verified that the returned touchscreen passed all flex cable resistance verification testing. Additionally, the pil technician verified that the touchscreen also passed all resistance ratio testing. As the flex cable resistance and resistance ratio testing are factors that verify a functional and good working touchscreen, the pil tech's investigation concluded that there was no problem found. The resistance ratio testing as well as the ratio resistance testing has been previously investigated and is covered under pqa 2104073. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.